Event description:
It was reported that this right atrial lead exhibited high capture thresholds and loss of capture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.